Event description:
It was reported that during setup prior to a surgical procedure at the user facility, black substance was leaking from the tip of the drill. No pt involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
The device has not been returned for analysis at this time; it is not possible to determine the cause of the report malfunction without an eval of the device. Additional info will be submitted when the device is received, and if additional info is received and requires reporting.